Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Daily high voltage lead impedance trend data show various spikes for superior vena cava defibrillator and defibrillator active can on impedance equal to 36 to 254 ohms range between (B)(6) 2012.

Event description:
It was reported that the patient went in the hospital after alarm had been activated due to the right ventricular coil impedance was high. The lead will be replaced. No patient complications have been reported as a result of this event.